Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-lubricated the high voltage candlestick connectors. The system operates as intended.

Event description:
The customer reported that the system would not allow fluoroscopic exposures without a reboot of the system. There is no report of injury or death associated with the event described in this complaint.